Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Initial reporter city:

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.